Event description:
In 2005, the pt stated that they had an accident on the job direct blow to the dorsum of the left hand when their hand struck a steel bar. Revision surgery was carried out 4 days later which included a second radical synovectomy, implant removal, and replacement with a silastic ascension mp implant.